Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted (B)(6) 2019; 6935m62 lead, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the set screw did tighten all the way down on the left ventricular (lv) lead. The lead exhibited a pacing problem, high/undefined impedance and was noted not to be inserted all the way into the header. The device was explanted and replaced. The lead remained in use. Later, the lv lead was found to have pulled back. The following day the lead was explanted and replaced. No patient complications have been reported as a result of this event.